Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a left vertebral arteriovenous fistula (avf) using penumbra coil 400s (pc400s), a non-penumbra coil, a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure the physician successfully implanted one non-penumbra coil and a pc400. While advancing the next pc400 through the microcatheter, the pc400 became stuck in the middle of the microcatheter. Therefore, the physician decided to retract the pc400. Upon retraction, the pc400 unintentionally detached. Therefore, the microcatheter containing the detached pc400 was removed. After removal of the microcatheter, a good thrombosis was noticed in the avf. Therefore, the procedure ended at this point. There was no report of an adverse effect to the patient.